Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical conclusion: while there is a temporal relationship between pd therapy with the liberty select cycler and the patient¿s reported hernia; there is no documentation that indicates a liberty select cycler deficiency or malfunction was associated with the patient¿s hernia event. Due to lack of enough information, it cannot be confirmed whether the patient developed a hernia after being initiated of pd therapy. Hernia is a well -known potential complication in pd therapy due to increased intra-abdominal pressure from the dialysate which can exacerbate pre-existing weaknesses in the supporting abdominal wall structures, leading to hernia formation.

Event description:
It was reported a peritoneal dialysis patient observed the effluent had an orange discoloration but denied the presence of blood. Additionally, the patient reported he recently had hernia surgery (unknown date) in the hospital. Details surrounding the patient¿s hernia event, including whether the hernia was pre-existing prior to initiation of pd therapy is unknown. The patient continues peritoneal dialysis treatment with a change in his pd prescription (unknown change). Additional information was solicited, but unavailable.